Manufacturer narrative:
The event was reported by the hospital to the national authority only - there was no information or involvement to/of the manufacturer or its national representative and no further information could be obtained. Due to the very limited information the manufacturer is not able to conclude if the event was related to a device malfunction or maybe environmental conditions or a use problem or a combination of these factors. In fact, the occurrence of multiple factors in parallel is seen likely since an issue with the flow measurement will not trigger a reboot ¿ it would be plausible that an electrostatic discharge of the user during interaction with the device for remedy of the initial error condition may has caused the reboot. The available information does not allow an investigation and thus no reliable conclusion in regard to the root cause can be drawn. The case was closed due to insufficient information. H3 other text : device not available for investigation.

Event description:
It was reported that while connecting the patient to the ventilator the user noticed that tital volume could not be measured. As per report, the replacement of the flow sensor did not solve the issue and the ventilator performed a reboot after a few seconds. The patient was immediately connected to another spare device for treatment - no injury or serious impairment of patient´s state of health was reported.